Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening on the posterior, black particles on the shell, encapsulation, white particles (calcification), and crease fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one sharp crease opening on the posterior, stress marks, and wear abrasion. Based on the device analysis the final assessment was one sharp crease opening due to fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.